Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the surgeon anastomosed the tissue and checked the donuts tissue, however, a metal piece appeared. The sales rep checked the device in question and noticed a part which supported the anvil head was broken. No damage was noted on the donuts tissue and no leakage was noted at leak test. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.